Event description:
The customer received questionable ion selective electrode (ise) results and the samples were repeated on another cobas c501 analyzer. Of the data provided for 25 patient samples, only the erroneous results for 11 patient samples were discrepant and reported outside the laboratory. Corrected reports were issued. Refer to the attachment to the medwatch for all patient data. Patient 7 was admitted to the hospital and treated for low potassium. The customer could not provide the specific treatment. The pathologist spoke with the charge nurse and the patient was not harmed. The customer stated that the patient's potassium remained low after treatment, but could not provide a specific result. The patient was discharged after the treatment and was "ok". No adverse event was reported. The other patients were not treated or adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The customer stated the field service representative replaced the sipper probe as some teflon had come off. He also found that the dilution bath was not completely draining. The customer changed all solutions and electrodes. A patient comparison was done and appeared to be acceptable. The field service representative noted the waste tubing was pinched off causing the diluent not to evacuate properly. He rerouted the tubing correctly and replaced the fluids and electrodes. Calibrations and qc were within the expected ranges.

Manufacturer narrative:
A specific root cause could not be identified. The issue identified by the field service representative were not the likely cause of the event. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have caused or contributed to the issue.